Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon revised the patient's right hip due to the patient suffering a peri prosthetic fracture. The patient had a primary hip implanted on (B)(6) 2016 in which the surgeon used a zimmer stem and head, and a stryker cup and liner. The cup was well fixed and remained implanted. The surgeon explanted the zimmer components and replaced them with a restoration modular system. The surgeon also replaced the stryker x3 liner. No additional information, x-rays, op reports, nor implant sheets will be made available due to hospital and surgeon policy.

Manufacturer narrative:
An event regarding revision involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional and/or device information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised the patient's right hip due to the patient suffering a peri prosthetic fracture. The patient had a primary hip implanted on (B)(6) 2016 in which the surgeon used a zimmer stem and head, and a stryker cup and liner. The cup was well fixed and remained implanted. The surgeon explanted the zimmer components and replaced them with a restoration modular system. The surgeon also replaced the stryker x3 liner. No additional information, x-rays, op reports, nor implant sheets will be made available due to hospital and surgeon policy.